Event description:
A customer forgot to replace the water fitting on the cartridge chemistry sample probe on unicel dxc 800 pro synchron clinical system. It damaged the motor and the instrument failed with cartridge chemistry sample rotational error. The customer was using personal protective equipment and no injury was reported. There was no effect to patient or user.

Manufacturer narrative:
The fse replaced the rotational motors and aligned the cranes. The customer ran calibrations with no errors.